Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast test without duplicating the report. A visual and internal inspection found no discrepancies. The error log was manually cleared prior to our evaluation. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.